Event description:
A representative from patterson dental reported that the mechanical structure of a jb-70 intraoral unit, (B) (4), separated from its wall mount at dr. (B) (6) dental office. No injury was reported.

Manufacturer narrative:
Results: the wall which the x-ray unit was installed on. Conclusions: improper installation -- the wall was not reinforced per specification before the x-ray unit was installed. Therefore, the wall was not strong enough to hold the mechanical connection over time.